Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2012-05258. It was reported that during a percutaneous transluminal angioplasty treatment procedure, an balloon inflation issue occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the coronary artery. An encore ic inflation device was not working correctly while performing a balloon angioplasty with this 30mm x 2.50mm emerge mr balloon catheter. The emerge balloon was being inflated, even though the encore inflation gauge continued to read and remain at 0. As the emerge balloon continued to inflate for 5 seconds, the coronary artery became dissected. The dissection size and length was unknown but it was confirmed that the dissection was able to be covered by a 2.5 x 20mm maverick balloon catheter. The dissection was treated with another manufacturer's 2.0 x 28mm stent. All devices were removed from the patient intact. The procedure was completed following the stenting treatment of the dissected artery. No patient complications were reported and the patient's status is fine.